Event description:
Event verbatim [preferred term] second degree burns/burns and blisters/pain/second degree chemical burns of lower back [burns second degree], then feel asleep for a couple hours/did not check skin under the product while wearing/read the usage instructions on thermacare before used the product [intentional device misuse], she must have gotten a bad batch [device issue], oozing from wounds [wound secretion], scarring [scar], she was not sure if the red rings were an infection/ arge puss filled blisters- oozing through dressing + clothes; bad odor- 2x a day dressing changes [infection], pus filled blisters [blister infected]. Case narrative: this is a spontaneous report from a contactable consumer. A 63-year-old female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), lot number: r15321, expiry date: sep2019, upc number: 305733010037, at 1 wrap on (B)(6) 2017 for pain, sciatica and hip/back pain. Medical history included ongoing type ii diabetes/diabetes which was diagnosed in the 1990s, surgeries on her back and neck, ongoing blood pressure abnormal, ongoing neuropathy/radiculopathy, ongoing anxiety attacks, chronic pain and ongoing hypertension. She classified her skin tone as medium (neither light nor dark). The patient did not have sensitive skin or any abnormal skin conditions. Concomitant medicines included ongoing lisinopril once daily started taking from 1990 for blood pressure; ongoing amlodipine once daily started taking from 1990 for blood pressure; ongoing metformin hydrochloride (glucophage) started taking from 1990 at 500 mg twice a day for diabetes; ongoing gabapentin started taking four years before the report in 2013 at 600 mg three times a day for neuropathy/radiculopathy; ongoing fluoxetine started taking around 1995 twice a day for anxiety attacks; ongoing tizanidine from 2014 for muscle relaxer once a day and this knocked her out; ongoing insulin lispro (humalog) from 2008 for diabetes at 28 iu three times a day; and insulin glargine (lantus) from 2004 to on (B)(6) 2017 for diabetes at 75 iu once a day. She had never used this particular one, but had used other thermacare heatwraps before for over the last 6 years and usually for 8 hours and never had same problem, no issues. The patient also had used menthol, methyl salicylate (salonpas) for pain relief. The patient stated she watched tv until about 6 am and got up in the middle of the night and put the heatwrap on in the middle of the night on (B)(6) 2017. She was wearing a tank top under the heatwrap and a night gown over it. The wrap itself held on tight because she was wide and the wrap itself caused pressure. The patient further stated she was watching tv for most of the time and then fell asleep for a couple hours on (B)(6) 2017, and product attached to clothing. She might have dozed. She used thermacare 1 day in a row. She wore the wrap for about 6 hours that day. It was like a belt. She wore 1 layer of clothing over the thermacare. The patient did not engage in exercise while using the product. The patient did not check skin under the product while wearing thermacare. The patient read the usage instructions on thermacare before used the product. The product was sealed and appeared normal. The patient stated she must have gotten a bad batch on (B)(6) 2017. When she took it off as soon as she woke up, she had hot big bliseters sticking up. She further stated she found burns and blisters as soon as she woke up, probably about 8:00am. She did feel it within the first hour and thought it felt different. The blisters were the most disgusting thing she ever saw. For the first three or four days, it was leaking right through the bandage and her clothes. Now it was red and there were red rings, like where they were on the belt, the little black heat things. The burns/blisters were to the right side of her back/hip. She was not sure if the red rings were an infection occurred on (B)(6) 2017. She went to the emergency room (ER), but was not admitted and was now on her second week, but they said it would take 4 to 6 weeks to heal. They diagnosed her with second degree burns occurred from on (B)(6) 2017. Treatment included she had to clean the site with a product the druggist gave her and put silver something burn cream on it twice a day. She was also keeping it covered. She was to do this until she healed. She could not see the burn because of where it was and she was not able to clean it or re-bandage it. No investigations to report. The patient had not sought legal counsel. Device was available for evaluation (she had the other heatwrap from the box). Product strength and count size dispensed: large; two heatwraps. As of on (B)(6) 2017, the patient stated she had 2nd degree chemical burns while using thermacare large/extra large wrap around for lower back and hip. She stated this event was 6 weeks ago when she was burned. She reported this had been very costly. She had the medical bills and bills for wound care and dressings. She was thinking of talking to an attorney. She had all the hospital papers and they were second degree burns. She stated she thought she was reporting a faulty product or the black cells were bad. She goggled and saw that in 2010 a nationwide recall of belt. Consumer reported still had oozing from wounds on (B)(6) 2017 and went to weekly doctor appointments. As of on (B)(6) 2017, the patient stated she had serious ugly scarring. She had large puss filled blisters- oozing through dressing and clothes, and bad odor- twice a day dressing changes. She had pain (bum, were on waistline clothes irritated area). Treatment received for oozing from wounds included home healthy aid. Treatment was received for infection by family doctor. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of scarring was not resolved. The outcome of other events was resolved in 2017. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun2017): new information received from a contactable consumer included: suspect product data (lot number, expiration date, indication), new event (oozing from wounds). Follow up (07aug2017): new information received from a contactable consumer included: suspect product data (dose, start date, stop date, indication), medical history, concomitant medications, events onset date and outcome, new event (serious ugly scarring), treatment received and upgrade of the event infection (from non-serious to serious). Follow-up (28sep2017): follow-up attempts completed. No further information expected. Follow-up (12feb2020): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent follow-up information will be reported under manufacturer report number: (B)(4). The new information reported from a consumer included medical history (depression, pulmonary embolism, asthma, hyperlipidemia (hld)(since on (B)(6) 2011), fatty liver since on (B)(6) 2011, agoraphobia since on (B)(6) 2011 and anxiety since on (B)(6) 2011, cigarettes smoking 0.50 packs per day for 15 years till on (B)(6) 2016), family history (heart failure (heart disease) for mother and father and diabetes for father), past product history (thermacare heatwrap (thermacare neck, shoulder and back) several times and had no issues, penicillins due to which she had anaphylaxis and hives and tetanus vaccines and toxoid due to which she had fever), device age (7 to 8 hours), updated onset date of event 'burns second degree' (on (B)(6) 2017), new event (she experienced giant painful pus filled blisters. On (B)(6) 2017, she went for follow up visit for wound check where the drainage had decreased, wound was still painful but improving and blisters were resolved), event details (second degree chemical burns of lower back and it was reported that 4 square inches of her body surface was burned), and treatment received (she was treated sulfadiazine (silvadene) 1% cream 1 application on the skin, bandage and was instructed to clean twice daily from on (B)(6) 2017 to on (B)(6) 2017 and then once daily ended on (B)(6) 2017).

Event description:
Second degree burns/burns and blisters [burns second degree] , then feel asleep for a couple hours/did not check skin under the product while wearing [device use error] , she must have gotten a bad batch [poor quality device used] , she must have gotten a bad batch [product quality issue] , she was not sure if the red rings were an infection, . Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date at unknown dosage for pain. Medical history included ongoing type ii diabetes which was diagnosed in the 1990s, surgeries on her back and neck, blood pressure abnormal, neuropathy/radiculopathy, anxiety attacks, and muscle relaxer. The patient did not have sensitive skin or any abnormal skin conditions. Concomitant medicines included ongoing lisinopril once daily started taking in the 1990s for blood pressure; amlodipine once daily started taking in the 1990s for blood pressure; metformin hydrochloride (glucophage) started taking in the 1990s at 500 mg twice a day for diabetes; ongoing gabapentin started taking four years before the report in 2013 at 600 mg three times a day for neuropathy/radiculopathy; ongoing fluoxetine started taking around 1995 twice a day for anxiety attacks; ongoing tizanidine for muscle relaxer once a day and this knocked her out; ongoing insulin lispro (humalog) from 2004 for diabetes at 28 iu three times a day; and ongoing insulin glargine (lantus) from 2004 for diabetes at 75 iu once a day. She had never used this particular one, but had used other thermacare heatwraps before for over the last 6 years and usually for 8 hours and never had same problem. The patient also had used menthol, methyl salicylate ((B)(6)) for pain relief. The patient stated she watched tv until about 6 am and got up in the middle of the night and put the heatwrap on in the middle of the night on (B)(6) 2017. She was wearing a tank top under the heatwrap and a night gown over it. The wrap itself held on tight because she was wide and the wrap itself caused pressure. The patient further stated she was watching tv for most of the time and then fell asleep for a couple hours from unspecified date, and product attached to clothing. She wore the wrap for about 7 hours. It was like a belt. The patient did not engage in exercise while using the product. The patient did not check skin under the product while wearing thermacare. The patient read the usage instructions on thermacare before used the product. The product was sealed and appeared normal. The patient stated she must have gotten a bad batch on (B)(6) 2017. When she took it off as soon as she woke up, she had hot big blisters sticking up on (B)(6) 2017. She further stated she found burns and blisters as soon as she woke up, probably about 8:00 am. She did feel it within the first hour and thought it felt different. The blisters were the most disgusting thing she ever saw. For the first three or four days, it was leaking right through the bandage and her clothes. Now it was red and there were red rings, like where they were on the belt, the little black heat things. The burns/blisters were to the right side of her back/hip. She was not sure if the red rings were an infection occurred on an unspecified date in 2017. She went to the emergency room (ER), but was not admitted and was now on her second week, but they said it would take 4 to 6 weeks to heal. They diagnosed her with second degree burns occurred from (B)(6) 2017. Treatment included she had to clean the site with a product the druggist gave her and put silver something burn cream on it twice a day. She was also keeping it covered. She was to do this until she healed. She could not see the burn because of where it was and she was not able to clean it or re-bandage it. No investigations to report. The patient had not sought legal counsel. Device was available for evaluation (she had the other heatwrap from the box). Product strength and count size dispensed: large; two heatwraps. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of event second degree burns/burns and blisters was resolving. The outcomes of the other events were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "second degree burns, fell asleep for a couple hours/did not check skin under the product while wearing, and must have gotten a bad batch" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event infection is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "second degree burns, fell asleep for a couple hours/did not check skin under the product while wearing, and must have gotten a bad batch" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event infection is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] second degree burns/burns and blisters/pain [burns second degree] , then feel asleep for a couple hours/did not check skin under the product while wearing [device use error] , she must have gotten a bad batch [poor quality device used] , she must have gotten a bad batch [product quality issue] , oozing from wounds [wound secretion] , scarring [scar] , she was not sure if the red rings were an infection/ arge puss filled blisters- oozing through dressing + clothes; bad odor- 2x a day dressing changes [infection]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) year-old caucasian female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), lot number: r15321, expiry date: sep 2019, upc number: (B)(4), at 1 wrap on (B)(6) 2017 for pain, sciatica and hip/back pain. Medical history included ongoing type ii diabetes which was diagnosed in the 1990s, surgeries on her back and neck, blood pressure abnormal, neuropathy/radiculopathy, anxiety attacks, chronic pain and hypertension. She classified her skin tone as medium (neither light nor dark). The patient did not have sensitive skin or any abnormal skin conditions. Concomitant medicines included ongoing lisinopril once daily started taking from 1990 for blood pressure; ongoing amlodipine once daily started taking from 1990 for blood pressure; ongoing metformin hydrochloride (glucophage) started taking from 1990 at 500 mg twice a day for diabetes; ongoing gabapentin started taking four years before the report in 2013 at 600 mg three times a day for neuropathy/radiculopathy; ongoing fluoxetine started taking around 1995 twice a day for anxiety attacks; ongoing tizanidine from 2014 for muscle relaxer once a day and this knocked her out; ongoing insulin lispro (humalog) from 2008 for diabetes at 28 iu three times a day; and insulin glargine (lantus) from 2004 to (B)(6) 2017 for diabetes at 75 iu once a day. She had never used this particular one, but had used other thermacare heatwraps before for over the last 6 years and usually for 8 hours and never had same problem. The patient also had used menthol, methyl salicylate (salonpas) for pain relief. The patient stated she watched tv until about 6 am and got up in the middle of the night and put the heatwrap on in the middle of the night on (B)(6) 2017. She was wearing a tank top under the heatwrap and a night gown over it. The wrap itself held on tight because she was wide and the wrap itself caused pressure. The patient further stated she was watching tv for most of the time and then fell asleep for a couple hours on (B)(6) 2017, and product attached to clothing. She might have dozed. She used thermacare 1 day in a row. She wore the wrap for about 6 hours that day. It was like a belt. She wore 1 layer of clothing over the thermacare. The patient did not engage in exercise while using the product. The patient did not check skin under the product while wearing thermacare. The patient read the usage instructions on thermacare before used the product. The product was sealed and appeared normal. The patient stated she must have gotten a bad batch on (B)(6) 2017. When she took it off as soon as she woke up, she had hot big blisters sticking up. She further stated she found burns and blisters as soon as she woke up, probably about 8:00am. She did feel it within the first hour and thought it felt different. The blisters were the most disgusting thing she ever saw. For the first three or four days, it was leaking right through the bandage and her clothes. Now it was red and there were red rings, like where they were on the belt, the little black heat things. The burns/blisters were to the right side of her back/hip. She was not sure if the red rings were an infection occurred on (B)(6) 2017. She went to the emergency room (ER), but was not admitted and was now on her second week, but they said it would take 4 to 6 weeks to heal. They diagnosed her with second degree burns occurred from (B)(6) 2017. Treatment included she had to clean the site with a product the druggist gave her and put silver something burn cream on it twice a day. She was also keeping it covered. She was to do this until she healed. She could not see the burn because of where it was and she was not able to clean it or re-bandage it. No investigations to report. The patient had not sought legal counsel. Device was available for evaluation (she had the other heatwrap from the box). Product strength and count size dispensed: large; two heatwraps. As of (B)(6) 2017, the patient stated she had 2nd degree chemical burns while using thermacare large/extra large wrap around for lower back and hip. She stated this event was 6 weeks ago when she was burned. She reported this had been very costly. She had the medical bills and bills for wound care and dressings. She was thinking of talking to an attorney. She had all the hospital papers and they were second degree burns. She stated she thought she was reporting a faulty product or the black cells were bad. She googled and saw that in 2010 a nationwide recall of belt. Consumer reported still had oozing from wounds on (B)(6) 2017 and went to weekly doctor appointments. As of (B)(6) 2017, the patient stated she had serious ugly scarring. She had large puss filled blisters- oozing through dressing and clothes, and bad odor- twice a day dressing changes. She had pain (bum, were on waistline clothes irritated area). Treatment received for oozing from wounds included home healthy aid. Treatment was received for infection by family doctor. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of scarring was not resolved. The outcome of other events was resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun2017): new information received from a contactable consumer included: suspect product data (lot number, expiration date, indication), new event (oozing from wounds). Additional information has been requested and will be provided as it becomes available. Follow up (07aug2017): new information received from a contactable consumer included: suspect product data (dose, start date, stop date, indication), medical history, concomitant medications, events onset date and outcome, new event (serious ugly scarring), treatment received and upgrade of the event infection (from non-serious to serious). Company clinical evaluation comment: based on the information provided, the events of "second degree burns, fell asleep for a couple hours/did not check skin under the product while wearing, and must have gotten a bad batch", "oozing from wounds", "infection" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "second degree burns, fell asleep for a couple hours/did not check skin under the product while wearing, and must have gotten a bad batch", "oozing from wounds", "infection" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] second degree burns/burns and blisters [burns second degree] , then feel asleep for a couple hours/did not check skin under the product while wearing [device use error] , she must have gotten a bad batch [poor quality device used] , she must have gotten a bad batch [product quality issue] , oozing from wounds [wound secretion] , she was not sure if the red rings were an infection [infection] . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), lot number: r15321, expiry date: sep 2019, upc number: 305733010037, via an unspecified route of administration from an unspecified date at unknown dosage for pain and sciatica. Medical history included ongoing type ii diabetes which was diagnosed in the 1990s, surgeries on her back and neck, blood pressure abnormal, neuropathy/radiculopathy, anxiety attacks, and muscle relaxer. The patient did not have sensitive skin or any abnormal skin conditions. Concomitant medicines included ongoing lisinopril once daily started taking in the 1990s for blood pressure; amlodipine once daily started taking in the 1990s for blood pressure; metformin hydrochloride (glucophage) started taking in the 1990s at 500 mg twice a day for diabetes; ongoing gabapentin started taking four years before the report in 2013 at 600 mg three times a day for neuropathy/radiculopathy; ongoing fluoxetine started taking around 1995 twice a day for anxiety attacks; ongoing tizanidine for muscle relaxer once a day and this knocked her out; ongoing insulin lispro (humalog) from 2004 for diabetes at 28 iu three times a day; and ongoing insulin glargine (lantus) from 2004 for diabetes at 75 iu once a day. She had never used this particular one, but had used other thermacare heatwraps before for over the last 6 years and usually for 8 hours and never had same problem. The patient also had used menthol, methyl salicylate (salonpas) for pain relief. The patient stated she watched tv until about 6 am and got up in the middle of the night and put the heatwrap on in the middle of the night on (B)(6) 2017. She was wearing a tank top under the heatwrap and a night gown over it. The wrap itself held on tight because she was wide and the wrap itself caused pressure. The patient further stated she was watching tv for most of the time and then fell asleep for a couple hours from unspecified date, and product attached to clothing. She wore the wrap for about 7 hours. It was like a belt. The patient did not engage in exercise while using the product. The patient did not check skin under the product while wearing thermacare. The patient read the usage instructions on thermacare before used the product. The product was sealed and appeared normal. The patient stated she must have gotten a bad batch on (B)(6) 2017. When she took it off as soon as she woke up, she had hot big bliseters sticking up on (B)(6) 2017. She further stated she found burns and blisters as soon as she woke up, probably about 8:00am. She did feel it within the first hour and thought it felt different. The blisters were the most disgusting thing she ever saw. For the first three or four days, it was leaking right through the bandage and her clothes. Now it was red and there were red rings, like where they were on the belt, the little black heat things. The burns/blisters were to the right side of her back/hip. She was not sure if the red rings were an infection occurred on an unspecified date in 2017. She went to the emergency room (ER), but was not admitted and was now on her second week, but they said it would take 4 to 6 weeks to heal. They diagnosed her with second degree burns occurred from (B)(6) 2017. Treatment included she had to clean the site with a product the druggist gave her and put silver something burn cream on it twice a day. She was also keeping it covered. She was to do this until she healed. She could not see the burn because of where it was and she was not able to clean it or re-bandage it. No investigations to report. The patient had not sought legal counsel. Device was available for evaluation (she had the other heatwrap from the box). Product strength and count size dispensed: large; two heatwraps. As of (B)(6) 2017, the patient stated she had 2nd degree chemical burns while using thermacare large/extra large wrap around for lower back and hip. She stated this event was 6 weeks ago when she was burned. She reported this had been very costly. She had the medical bills and bills for wound care and dressings. She was thinking of talking to an attorney. She had all the hospital papers and they were second degree burns. She stated she thought she was reporting a faulty product or the black cells were bad. She googled and saw that in 2010 a nationwide recall of belt. Consumer reported still had oozing from wounds and went to weekly doctor appointments. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of event second degree burns/burns and blisters was resolving. The outcomes of the other events were unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun 2017): new information received from a contactable consumer included: suspect product data (lot number, expiration date, indication), new event (oozing from wounds). Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "second degree burns, fell asleep for a couple hours/did not check skin under the product while wearing, and must have gotten a bad batch" "oozing from wounds" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event infection is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "second degree burns, fell asleep for a couple hours/did not check skin under the product while wearing, and must have gotten a bad batch", "oozing from wounds"as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event infection is non-serious. The events are medically assessed as associated with the use of the device.